Event description:
Boston scientific received information that this implantable cardioverter defibrillator (t125) detected a low shock impedance on this chronic defibrillation lead (0158). The initial fault code stemmed over 2 years ago. During an change out procedure of the t125 due to the elective replacement indicator (eri), this chronic defibrillation lead was inserted into a new ICD (e110). During defibrillation threshold testing a shorted lead fault code had occurred. As a result, this e110 was not implanted and the 0158 was surgically abandoned. It was reported that on fluoroscopy this patient has almost a right angle tie-down on the lead with deep breathing. Access was unsuccessful for a new defibrillation lead due to the patient's anatomy. As a result the physician opted to surgically abandon the atrial lead as well and discuss the option of a ride-sided implant with the patient. No adverse patient effects were reported.

Manufacturer narrative:
At this time there is no device implanted in this patient. Should additional information become available this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A review of the memory log found no shorted lead faults. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. In addition, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range.